Event description:
It was reported the implantable cardioverter defibrillator (ICD) exhibited a telemetry anomaly. The patient condition was unknown. No further information was reported on this event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicates that external interference led to the inability to interrogate the device. The patient was moved to a different room and the interrogation was successful. The patient was in stable condition.